Event description:
It was reported that the patient presented for follow-up with the elective replacement indicator (eri) triggered on the implantable cardioverter defibrillator. Premature battery depletion was suspected. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported field event of premature depletion was not confirmed. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Functional tests found the device to be normal. Based on this information, there was no evidence of premature depletion.